Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01325. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted along with the concurrent procedure of a hysterectomy. It was reported that following the insertion of the mesh the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, and urinary problems. It was reported that the patient underwent mesh revision on (B)(6) 2008 along with the placement of an additional mesh. It was also reported that the patient underwent further revisions in (B)(6) 2009, in 2010, on (B)(6) 2012, and had a complete bladder lift on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01325 and medwatch 2210968-2013-26162. The same patient is represented in each medwatch.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary urgency.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2008 and (B)(6) 2010 by (B)(6) due to cystocele and vaginal mesh exposure.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections, frequency, urge incontinence, and strong odor.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections, frequency, urge incontinence, and strong odor.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient also underwent vaginoplasty using flex hd graft on (B)(6) 2012 due to pop and vaginal mesh exposure. (Per operative report).

Event description:
It was reported that patient also underwent vaginoplasty using flex hd graft on (B)(6) 2012 due to pop and vaginal mesh exposure. (Per operative report).

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh removal on (B)(6) 2016 by dr. (B)(6) due to recurrent utis with mesh exposure.

Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on an undisclosed date and pelvic floor repair mesh was used. The patient experienced pain, erosion of her internal bodily tissue post-operatively. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele, and enterocele. It was reported that patient underwent mesh removal, robotic sacral colpopexy and lysis of massive intraoperative intraperitoneal adhesions on (B)(6) 2012 and an additional bladder lift on (B)(6) 2012.